Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
After review, this issue has been determined to be non-reportable. The customer reported that the applicator needle of the abbott diabetes care (adc) device stayed in the arm. The customer did not report symptoms and details of treatment are unknown. There was no report of death or permanent impairment associated with this event.